Event description:
The abbott m2000 system is intended for use in performing nucleic acid amplification testing by polymerase chain reaction in clinical laboratories. The system is composed of the m2000rt and the m2000sp instruments. The m2000sp is intended for automated sample preparation and nucleic acid extraction prior to testing. An abbott field service engineer found a broken liquid waste sensor window on an m2000sp instrument that was stored at an abbott warehouse in (B)(4). The engineer replaced the liquid waste sensor according to instrument service advisory (isa) (B)(4). There was no injury reported as a result of this issue.

Manufacturer narrative:
Abbott molecular has taken a field action (fa-cam-oct2011-110) to address this issue. The attached document ((B)(4)-CAPA executive summary) highlights the root causes of the issue. The following MDR's were also filed: - MDR 3005248192-2011-00012, - MDR 3005248192-2011-00014 , - MDR 3005248192-2011-00015 , - MDR 3005248192-2011-00016 , MDR 3005248192-2011-00017, MDR 3005248192-2011-00018, MDR 3005248192-2011-00019, MDR 3005248192-2011-00020, MDR 3005248192-2011-00021, MDR 3005248192-2011-00022, MDR 3005248192-2011-00024, MDR 3005248192-2011-00025, MDR 3005248192-2011-00026, MDR 3005248192-2011-00027, MDR 3005248192-2011-00028, MDR 3005248192-2011-00029, MDR 3005248192-2011-00030, MDR 3005248192-2011-00031, MDR 3005248192-2011-00032, MDR 3005248192-2011-00034, MDR 3005248192-2011-00035, MDR 3005248192-2012-00001, MDR 3005248192-2012-00002, MDR 3005248192-2012-00003, MDR 3005248192-2012-00007, MDR 3005248192-2012-00011, MDR 3005248192-2012-00016, MDR 3005248192-2012-00017, MDR 3005248192-2012-00021, MDR 3005248192-2012-00022, MDR 3005248192-2012-00023 .